Event description:
Device returned to MFR for analysis with report of explant due to "rotor stall - 2 rotor tests indicative of rotor stall". Follow up with hcp revealed pt experienced return of pain but no narcotic withdrawal as pt used heavy oral supplements of narcotics to cover pain. Pt has recovered post replacement of the pump and is getting expected relief.